Manufacturer narrative:
(B)(4) . Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 54 and 69mg/dl. The expected fasting blood glucose test result range is 80 -150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is some time last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(4).